Event description:
Dr operated on rptr's back to do a bone fusion. He implanted pedicle screws & rods without rptr's knowledege or consent. Since then the pain is worse in his left leg, lower back, groin & testicles. He has increased problem with bowel & bladder incontinence. He also has a low grade fever on a regular basis. He is unable to return to work & is on total disability through ssd. He still has device in his back.